Manufacturer narrative:
This report is submitted on (B)(6), 2022.

Event description:
Per the clinic, the patient experienced vertigo with no evidence of meniere. The patient elected to have the device explanted - explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.